Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 10 am with a high blood glucose level of 600 mg/dl. Customer was not wearing the pump at the time of emergency room visit. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their grandmother passed away and has been emotionally stressed causing their blood glucose to rise. The customer did not troubleshoot the issue because they were not on their insulin pump. The customer did not return the product back for analysis.